Event description:
It was reported that during posterior communicating artery pcoma aneurysm embolization procedure when the subject stent was delivered to go into microcatheter, when delivered the delivery wire resistance was encountered. The operator withdrew the delivery wire slowly and found the subject stent deployed at tip of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and noted to be deformed. The stent delivery wire sdw was noted to be kinked. There was no introducer sheath returned. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use event was confirmed during analysis. The reported sdw friction could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the operator 'flushed and delivered the atlas stent to go into microcatheter, but when delivered the delivery wire resistance was encountered. The operator withdrew the delivery wire slowly and found the stent deployed at tip of stent microcatheter. Continued to use the same microcatheter to deliver another stent to finish the procedure. The stent was returned deployed and noted to be deformed. The sdw was noted to be kinked. There was no introducer sheath returned. It is possible that the introducer sheath was initially set up correctly but may have moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. It is also possible that due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter an assignable cause of procedural factors has been assigned to the as reported 'stent deployed prematurely during use' and sdw friction and as analyzed stent deformed, sdw kinked/bent and stent deployed prematurely during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during posterior communicating artery pcoma aneurysm embolization procedure when the subject stent was delivered to go into microcatheter, when delivered the delivery wire resistance was encountered. The operator withdrew the delivery wire slowly and found the subject stent deployed at tip of microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.